Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including breast extrusion and explant procedure. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Extrusion is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.

Event description:
Per clinical trial (B)(4): on (B)(6)2019, patient underwent a bilateral revision augmentation, because of lower pole bottoming out. A full vertical and horizontal t incision was done. Two pieces of galashape (galaflex 3d) were used. On (B)(6)2019, an ae of right breast extrusion was reported. Patient had exploration debridement procedure with removal of galaflex 3d. Medication was given. Resolved (B)(6)2019 with no sequelae. Review by medical affairs identifies the reported adverse event is definitely related to the device and serious.